Event description:
It was reported that the patient experienced severe increase in pain, distress and withdrawal symptoms and required emergency admission to the hospital. On interrogation of the pump, a motor stall was noted. The patient had not heard the critical alarm which was set to every 10 minutes; the alarm was not heard on admission or when a critical alarm test was performed. The pump was switched to a low rate to see if it would restart and a bolus was programmed. It was uncertain if the bolus was administered as no error message was received. When the pump was reinterrogated it still showed a motor stall. The patient had not been exposed to any strong levels of emi (electromagnetic interference) that the reporter was aware of. Per the reporter, "it was assumed this was likely to be related to the previous diamorphine use in the pump (used for nearly 3 years)". It was uncertain when the pump was queried, "why the logs showed that the pump had restarted due to restart command and yet each time it was interrogated, it showed a motor stall on the first screen". Oral analgesia was provided and the pump was replaced approximately 40 hours after admission on (B)(6) 2011. A new pump was implanted and filled with the same solution and concentrations of morphine, bupivacaine and clonidine. During the revision, the hcp was able to draw back on the catheter and there was a good flow of csf, therefore the catheter was not replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed damage to the pump due to the use of contraindicated drugs. In regards to the alarm it was noted that the initial testing of alarm when the pump was received read 85.3db (minimum acceptable level is 70 db). The alarm was also heard many times while the pump was on bench in the lab. The resonator was visually inspected and no anomalies were found. The alarm pin test was then done that yielded a peak to peak voltage of 6.60 and a battery voltage reading 2.84vdc and it passed (passing criteria: peak to peak voltage needs to be at least twice that of the battery voltage).